Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed blocked insulin flow and also mentioned had they experienced high blood glucose level of 484mg/dl. The customer treated with bolus. Customer's blood glucose value was 275mg/dl at the time of the call. Troubleshooting for blocked insulin flow and bent cannula were performed. Bent cannula was found and customer was advised to change infusion set. Customer agreed to troubleshoot for high readings. There were no leaks or air bubbles. There were no site or insulin check as it was already performed during troubleshooting for blocked insulin flow. Customer declined to check device settings. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.